Event description:
Report received of sparks from the device. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broke, sparks coming out of the machine." No tracking information was provided. During testing at the user facility, charring was noted on the back of the device. There were no reports of any adverse patient events while the device was in clinical use. The customer reported there was no patient involvement.